Event description:
It was reported that infusion leaked from the bottom of the spike after the IV set was fastened to the equipment and while in use with a patient. No patient harm/adverse event was reported.

Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed as the lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.